Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous distal right coronary artery. On the first inflation, a 2.25x15mm apex monorail balloon catheter was inflated to an unknown atmosphere. On the second inflation, the balloon was inflated for 5 seconds and ruptured at 8 atmospheres. The balloon was removed intact. The procedure was completed with another of the same device. The pt status is good with no complications reported. This product is only ous approved but is similar to a marketed us device.